Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device cord was frayed. It is known that the event did not occur during surgery. However, it is unknown if there were any injuries or medical intervention. The date of the event is unknown. No additional information is available.